Event description:
It was reported that the patient developed an infection around the pocket. The implantable cardiac defibrillator was explanted. The patient was stable prior, during and post procedure.